Event description:
During evaluation for an unrelated issue, an increased intra peritoneal volume (iipv) event was identified in the patient device log: occurrence date (B)(6) 2011 at 05:45:52 with drain volume of 3844 ml during cycle 5. Fill volume is 2300 ml. This drain volume meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. This issue was confirmed through review of the event history log. This issue is being investigated through CAPA.